Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "percutaneous retrieval of an embolized mitral clip from the inferior vena cava", was reviewed. The article presented a case study of a 76-year-old male patient with end-stage renal disease, atrial fibrillation, coronary artery disease, progressive congestive heart failure with prior porcine bioprosthetic mitral valve replacement, preserved ejection fraction (55-60%), torrential prosthetic mitral regurgitation (mr), and severe tricuspid regurgitation (tr). It was reported that on an unknown date, an ntr mitraclip was successfully implanted, resulting in marked reduction in mitral insufficiency. An xtr mitraclip was attempted to reduce torrential tr. However, both leaflets were unable to be grasped due to excessive floppiness of the anterior tricuspid leaflet. During the removal of the clip delivery system (cds), the clip detached from the delivery system and embolized into the inferior vena cava (ivc). Snares were then used to remove the clip. Upon removal of the clip, a screw from the delivery system was observed in the right common iliac vein. To minimize the risk of distal embolization, a balloon was deployed above the screw and an additional snare was used to remove the screw. The patient was then transferred to the intensive care unite in stable condition without further complications. [The primary and corresponding author was parnavi singh, miami cardiac and vascular institute, research and outcomes, miami, florida united states, with corresponding email: ps1410@mynus.nova.edu].

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the reported unable to grasp leaflets was due to patient condition. The cause of the reported premature activation and material separation associated with the delivery system screw were unable to be determined. The reported off-label use was associated with using a mitraclip on the tricuspid valve. The reported embolism and foreign body in patient were cascading events of the reported premature activation. The reported patient effects of embolism and foreign body in patient as listed in the mitraclip ntr/xtr system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.